Event description:
"Hypoglycaemic coma, acute lung disorder caused by accidental ingestion of hot spring water" and concerns a man treated with novorapid chu (insulin aspart) and novopen 3 (insulin delivery device) since feb-2005 due to type 2 diabetes mellitus (duration unknown). In dec-2005, the pt lost consciousness while taking a bath in a hot spring. Reportedly, the pt experienced hypoglycaemic coma and was admitted to a local hospital. Upon admission the patient was found to have aspirated some of the hot spring water causing an acute lung disorder (not further specified). Treatment with novomix flexpen was introduced instead of novorapid 300. In about a week later, the pt had a glycosylated haemoglobin value of 8.6%. According to the patient the piston rod of the novopen 3 in question could not be retracted. The pt recovered on an unknown date and was discharged. Reportedly the pt was on a diabetes diet with an intake of 1700 kcal per day. The reporting physician requested an examination for dose accuracy, but the device has not yet been received for testing. Ingestion of hot spring water resulting in an acute lung disorder is obviously secondary to loss of consciousness.

Event description:
Acute lung disorder caused by accidental ingestion of hot spring water (lung disorder) hypoglycaemic coma, acute lung disorder caused by accidental ingestion of hot spring water [hypoglycaemic coma]. Case description: the patient was on respiratory support due to the acute lung disorder. Analysis reply: product: novopen 300, lot no.: pv40257. The movement accuracy of the piston rod was measured. The result was within acceptable limits. Product: novorapid chu 300 lot no.: rw50726. The returned product was examined visually. Furthermore, the parameters identify, assay, degradation, and insulin aspart related impunities were examined. The product was found to be normal. The results were found to complay with specifications. Follow-up information was received on 02-feb-2006. Since last submission of the case, the following information has been added: analysis reply.